Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that stored sessions of noise were observed during routine follow up. The noise could not be reproduced. It was also noted that thresholds are chronically high on the lead. The device was reprogrammed. The lead will be monitored.